Manufacturer narrative:
Controls on the date of the event were within specified ranges. There was no indication of a reagent issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys pth immunoassay on a cobas 8000 e 801 module. The sample initially resulted with a pth value of 26.9 pg/ml and this value was reported outside of the laboratory. The doctor questioned the result as it was implausibly low for the patient. The sample was then repeated, resulting with a pth value of 135 pg/ml. The sample was also repeated on a second e 801 analyzer, resulting with a value of 136 pg/ml. No adverse events were alleged to have occurred with the patient. The pth reagent lot number was 34330901, with an expiration date of 31-oct-2019.